Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred post procedure. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. During the procedure there were no adverse events noted. Prior to patient being discharged in the late afternoon, a pericardial effusion was noted. Pericardiocentesis was performed and 400cc of fluid were drained. The patient was fully recovered and was discharged from the hospital on the next day. No difficulty noted during tsp or physician believes transseptal contributed. The device is not expected to be returned for analysis (disposed).